Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the device did not appear to be working and the issue began yesterday. Patient stated that they were getting I nconsistent messages implant can't be found and the device would cut off when charging the implant. Patient noted that they would charge the implant to 100% and within a day the implant was off and there was no charge. Patient also noted the implant lasts for a couple days now and before the implant would last for 4-6 days after they were reprogrammed. Agent reviewed with patient implant battery was dependent on the therapy settings and usage. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply, controller compartment pins, controller port and li battery pack pins. Patient mentioned the cord was grey on the cord near the paddle/cord area and the cord looks like it's coming way a little bit. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed memory problem and patient was able to set the date and time. Controller showed 100% and implant 60%. The issue was not resolved. A request was sent to repair to replace the recharger.